Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as abdomen pain and cloudy peritoneal dialysis fluids. The patient was not hospitalized for peritonitis but went to the emergency room and stayed for a few hours. The patient began treatment with vancomycin (1000 mg, for four days, and then once in every five days injected in intraperitoneal (ip) solutions). The patient stated that she was trained on aseptic technique. No additional information is available.